Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus australia (oaz) for evaluation. Oaz checked the subject device and found that the reported phenomenon was duplicated due to the failure of cable. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. Based on the information from oaz, omsc surmised that the reported phenomenon was attributed to the transmission failure of the image signal to the video processor due to the failure of the cable by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with the event.